Event description:
It was reported the high flow insufflation unit experienced power outage during use. The issue occurred during an unspecified therapeutic procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.